Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that it seemed like the device was not working. They thought maybe they should change the setting. Worked with patient to use the equipment to synch with their implant and patient was successful to synch and said, "therapy was off." The patient turned it back on and increased stim to a comfortable level. The patient did not remember turning it off. Reviewed some therapy optimization information, control equipment general use and function. Redirected to their doctor.

Event description:
Additional information was received from the patient. Patient called back reporting they were getting 'device not found' when trying to connect to ins. Patient confirmed they were able to get handset and communicator to connect, but couldn't connect to ins. Agent suggested some troubleshooting techniques and, ultimately, placing communicator directly against skin without clothing in between helped to get patient connected. Therapy was on. Patient did not need any further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.